Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic system and handpiece exhibited no ultrasound during a cataract surgery. The intra ocular lens( iol) was not implanted and it has to be operated again. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicating that the handpiece was changed with no results and the surgery was finalized on the same day with implant. The patient had corneal edema due to the different intraoperative handlings.